Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient´s daughter came home and found the patient in a confused state, and the patient was formulating words badly. No fingerstick was taken, and no cgm reading was reported, but an ambulance was called. While waiting for the paramedics, the patient was given sugars and drank the coke. When a fingerstick was taken, the cgm was reading 184 mg/dl, and the blood glucose reading was 90 mg/dl. There was no further treatment administered by the paramedics. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e0131 speech disorder.